Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between the transmitter and the insulin pump. Lost sensor alarm. The customer reported hypoglycemia treated with other. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1880, mmt-7020a, mmt-7911na, mmt-332a, unomedical. Troubleshooting was performed and the customer programmed the correct transmitter ID into the pump; however, the customer had not received a sensor connected alert. No further patient complications were reported. No product return is required for mmt-1880. No product return is required for mmt-7020a. No product return is required for mmt-7911na. No product return is required for mmt-332a. No product return is required for unomedical.

Manufacturer narrative:
Additional information has been received regarding the weight change from 314 to 321 and event, notify, aware date change which was not included in the initial report. So, the correct patient weight as per new additional information is 321 and correct notify and aware date is 16-jul-2024, event date mentioned in b3 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.